Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was experiencing issues with intermittent power. Reportedly, the pump would lose power randomly. It was noted that when the battery cap was changed, the user noticed a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.